Manufacturer narrative:
The device evaluation was completed on july 24, 2015. The returned screws and plates were evaluated for the complaint that screw back out was found due to oozing. Upon evaluation the complaint was unsubstantiated as no defective condition was found. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue cannot be determined. Actual device involved in incident was evaluated. Photographic images made during evaluation. Device evaluated and alleged failure could not be duplicated - cause of event unknown. Supplemental report five of five for the same event, see also 1032347-2015-00181-1, 1032347-2015-002182-1, 1032347-2015-00183-1, and 1032347-2015-00184-1.

Event description:
On june 24, 2015 the customer reported a correction to the original complaint report "the customer reported one screw loosened due to oozing on (B)(6) 2015. There were no complaints of pain or abnormity from patient. The loose screw was explanted using local anesthesia." The customer reports the statement that only the loose screw was explanted using local anesthesia is incorrect. In addition, when asked why all the implants were explanted the customer responded "the reason of why all implants were removed was surgeon's consideration."

Event description:
The customer reported the patient had an aortic valve replacement performed and the sternum was closed using wire. The date of this procedure is unknown and no biomet products were used. On (B)(6) 2015, the wires were removed due to sternal dehiscence and sternalock blu implants were implanted. The customer reported one screw loosened due to oozing on (B)(6) 2015. There were no complaints of pain or abnormity from patient. The loose screw was explanted using local anesthesia. A revision surgery was performed on (B)(6) 2015 to explant all of the sternalock blu implants due to sternal dehiscence.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File five of five for the same event.